Event description:
It was reported "the safestep had already put in place after port implanted surgery, the blood was found on the needle base."

Manufacturer narrative:
On 5/24/2019 - the following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is unconfirmed as the alleged problem could not be reproduced. One 20 g x 0.75 in. Safestep with a y-site was returned for evaluation. An initial visual observation showed blood and adhesive residue throughout the returned sample, especially around the safety plate. The distal pinch clamp and the safety mechanism were observed to be engaged and a clear fluid was observed within the tubing. A microscopic observation revealed the tip of the needle within the safety mechanism was bent and curled outward. The sample was flushed and pressurized with a 12 ml syringe of water and was found to be patent to infusion and aspiration and no leaks were found.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the safestep had already put in place after port implanted surgery, the blood was found on the needle base."